Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation.

Event description:
It was reported that during the implant attempt the helix of the right ventricular lead would not extend. It was noted that the physician may have rotated the helix the wrong direction at first and also that the helix extension could not be confirmed on fluoroscopy. The lead was removed and replaced. No patient complications have been reported as a result of this event.